Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, a review of the black box showed evidence of excessive battery usage/short battery life. The pump powered on normally during evaluation with the returned battery cap. The battery cap was able to fully tighten the pump. A power loss was not observed. The battery compartment was found to be intact. During testing, the pump current draws were within specifications. The pump was removed from the case and no evidence of moisture or loose components were found inside of the pump. The battery life issue was observed in the history but was not able to be duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. Reportedly, the patient noticed that the batteries do not last as long any more. Review of alarm history showed one low battery alarm about three months ago in december. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.